Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient mentioned their ins was just moved and wouldn't be able to use the belt in the condition it was in now with the new ins position. Patient said they moved the ins to a different position the friday before last they believe. Agent asked, patient stated the ins was giving them problems since implant. Patient clarified the device was shocking them and charging was intermittent.